Event description:
It was reported during the implant procedure that the lead was kinked. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned. Further investigation not possible without device. Event included in monitoring systems.